Event description:
A pressurewire aeris was guided down a patient¿s artery with the distal tip positioned as distally as possible in the artery. The signal connection was lost with the receiver, and the pressurewire fractured, but did not separate, 10cm from the distal tip while positioned just outside of the left main. The device was snared and successfully removed from the patient. The patient is stable.

Manufacturer narrative:
(B)(4). Product evaluation: the results of this investigation are inconclusive because the device was not returned for evaluation. A review of the device history record confirmed the device met all visual, dimensional, and functional specifications at the time it was manufactured, prior to shipment. There was no evidence to suggest there was an intrinsic defect in the pressurewire and the cause for the reported event remains unknown. The pressurewire instructions for use (IFU) states that excessive manipulation of the pressurewire when the sensor element or pressurewire tip is located in sharp bend may cause damage or tip fracture. The pressurewire instructions for use (IFU) states that torquing the pressurewire against resistance or repeated attempts to cross a total vessel occlusion may cause damage and/or fracture, which may lead to a portion of pressurewire separating from the tip. The pressurewire instructions for use (IFU) states that the user should advance or withdraw the pressurewire slowly and never push, withdraw or torque the pressurewire if it meets resistance.